Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon examination, it was observed that the device pocket was infected. The entire system, including the pacemaker and the chronic leads, was explanted with no issue. The patient was stable.